Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 236 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with a test minilink and the glucose sensor simulator and sensor feature worked properly. No lost sensor alarms were noted. All of the buttons responding properly and no button error alarms noted. The device had cracked case at display window corners and minor scratched lcd window.